Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella.

Manufacturer narrative:
The tibial and patellar components can not be evaluated for the reported wear as they have not been returned to co but rather have been discarded by the hospital. A review of the device history record for the tibial component found that no discrepancies were reported during MFR. The lot code for the patellar component has not been supplied so that a review of its device history record is possible. Attempts to obtain this lot code information have been unsuccessful.